Event description:
Reference number (B)(4). Event occurred in spain. It was reported that the patient faced an infusion set cannula bent event on (B)(6) 2024 which led to hyperglycemia and ketoacidosis, for which the patient was hospitalized on the same day. The blood glucose level was 660 mg/dl with the presence of ketones at the time of hospitalization; therefore, the patient was treated with regular subcutaneous insulin, potassium and saline. The symptoms reported by the patient at the time of hospitalization were acid vomiting, diarrhea, and headache. The length of hospitalization was less than 24 hours. Company do not see bent as being related to human factors, but rather as a training issue including correct choices of insertion sites and infusion sets and cannula length. Furthermore, the soft cannula is a flexible material that during use and upon removal can bend slightly. No further information was available.

Manufacturer narrative:
E1: patient city: (B)(6), patient country: spain. H11: since no lot number is available, a detailed investigation, tests on reference samples or batch review cannot be conducted. Therefore, this complaint will be closed, this issue will be monitored through pms product trends and malfunction. If any trends picked up, this will flag on the trips and alerts according to the omqr procedure.